Event description:
The customer reported the system is maxing kv/ma and video. The problem is believed to be with interconnect receptacle cable pins pushed back. Customers reseated interconnect cable and system is now working. This is a temorary fix, will be onsite to correct the problem.

Manufacturer narrative:
.